Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor reported via phone call, the customer was hospitalized for high blood glucose of 400 mg/dl. Customer's doctor did not provide any further information as customer's doctor did not have the product serial number. Customer's doctor stated they would call back. Customer's doctor called back only to notify the customer was taken off the insulin pump for the night. The insulin pump is not returning.